Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepancy noted future removal date (B)(6) 2023 was given. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepancy noted future removal date: (B)(6) 2023 was given . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 626505) for female sterilisation. The patient had a medical history of vaginal bleeding, deep dyspareunia, dysmenorrhea, metrorrhagia, endometriosis, paratubal cyst, cervical cancer, esophagogastroduodenoscopy, endometrial ablation, hot flushes, genital bleeding, vomiting, nausea, abdominal pain, parity 1, multi gravida, hernia, back pain, chronic pain, pelvic pain and menorrhagia. The patient had a family history of breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5351 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy and excision of vaginal lesion). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepancy noted future removal date (B)(6) 2023 was given on follow up received on (B)(6) 2023 the removal date was confirmed. Discrepancy noted : insertion date as per argus (B)(6) 2008 as per mr : - (B)(6) 2008 discrepancy noted : removal date as per argus (B)(6) 2023 as per mr : (B)(6) 2023 there were 3 to 4 rings on each side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus with cervix and right and left fallopian tubes, hysterectomy and bilateral salpingectomy uterus, cervix, bilateral fallopian tubes: "uterus, cervix, bilateral fallopian tubes"- essure coils are identified within the segments of fallopian tube attached to the uterus and cervix. Also received within the container are 2 detached, fimbriated segments of fallopian tube. Lot number: 626505 manufacture date:2008-01 expiration date: 2011-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 626505) for female sterilisation. The patient had a medical history of vaginal bleeding, deep dyspareunia, dysmenorrhea, metrorrhagia, endometriosis, paratubal cyst, cervical cancer, esophagogastroduodenoscopy, endometrial ablation, hot flushes, genital bleeding, vomiting, nausea, abdominal pain, parity 1, multi gravida, hernia, back pain, chronic pain, pelvic pain and menorrhagia. The patient had a family history of breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5351 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy and excision of vaginal lesion). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepancy noted future removal date (B)(6) 2023 was given on follow up received on (B)(6) 2023 the removal date was confirmed. Discrepancy noted : insertion date as per argus (B)(6) 2008. As per mr : - (B)(6) 2008. Discrepancy noted : removal date as per argus (B)(6) 2023. As per mr : (B)(6) 2023. There were 3 to 4 rings on each side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus with cervix and right and left fallopian tubes, hysterectomy and bilateral salpingectomy uterus, cervix, bilateral fallopian tubes: "uterus, cervix, bilateral fallopian tubes"- essure coils are identified within the segments of fallopian tube attached to the uterus and cervix. Also received within the container are 2 detached, fimbriated segments of fallopian tube. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion, removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.